Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
It was reported that immediately after the trial, the patient could not feel stimulation on the right side. No matter how high they turn up the external neurostimulator (ens), no stimulation could be felt. On the left side the patient had stimulation in their stomach. They were unable to get stimulation out of the stomach. Impedances were greater than 10,000 ohms. Several pairs with electrodes 6 and 7 were out of range. The company representative was not sure which side each lead was for. It was reviewed that high impedances could be caused by lead being out of the snap lid or out of the epidural space. It was advised that electrodes 6 and 7 be removed from the programming. Additional information was requested, if received, a follow up report will be sent.